Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power error, power loss alarm and replace battery alert. The power management tool confirmed power error, power loss alarm and replace battery alert was triggered battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device received with minor scratched lcd window, cracked retainer and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received power error detected alarm. The customer¿s blood glucose level was 16 mmol/l. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.